Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a slight rise in pacing impedance was observed on the right ventricular (rv) lead. Additionally, the rv lead exhibited a rise in thresholds and a corresponding decrease in r-waves. The lead remains in use and the physician has opted to monitor the lead at this time. No patient complications have been reported as a result of this event.